Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2018 hyst. (Full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2006 and (B)(6) 2016. Plaintiff received treatment for pain ¿ pelvic / abdominal, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: pfs received. Reporter's information added.lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2018 hyst. (Full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2006 and (B)(6) 2016. Plaintiff received treatment for pain ¿ pelvic / abdominal, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2018 hyst. (Full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2006. Plaintiff received treatment for pain ¿ pelvic / abdominal, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain ¿ pelvic / abdominal, migration. Event outcome was added for the events: pelvic pain and abdominal pain. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.